Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
It is alleged that patient received cook gunther tulip filter on (B)(6) 2007 at (B)(6) medical center in (B)(6). Dr. (B)(6) placed the filter. Alleged "punitive damages". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data investigation: no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injury without further explanation. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received cook gunther tulip filter on (B)(6) 2007 at (B)(6). Dr. (B)(6) placed the filter. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 14mar2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the jugular vein due to recurrent pe, right heart failure. Plaintiff is alleging tilt, organ perforation, embedment, pain, collapse of ivc, shortness of breath, exhaustion, difficulty breathing, chest pain. Patient alleges successful retrieval on (B)(6) 2014.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, organ perforation, embedment and pain." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Embedment and pain are not labeled in the IFU. Device code: unintended movement (tilt) is not labeled in the IFU. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that patient received cook gunther tulip filter on (B)(6) 2007. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from tilt, organ perforation, and other: embedment and pain.